Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that packaging of syringe is damaged thus affecting sterility with a bd syringe 1ml ls sp120. The following information was provided by the initial reporter: (1 of 2 complaints) apparently when our customer received the goods they noticed that some of the cartons were damaged. After checking all cartons the 5ml was ok to use but two packs of the 1ml syringe (2x120) on one of the cartons where damaged so that the plastic casing was torn around the syringe.

Manufacturer narrative:
H.6. Investigation: two photos were provided to our quality engineer for investigation. Through visual inspection of the photo, the boxes are observed to be severely damaged and two of the unit packages 1ml syringe is noted to be open near the seal. A device history review was performed for lot 2002001, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Sterilization testing and inspection results was reviewed for lot 2002001 and results were found to be within specification, no issues related to the reported incident were detected during sterilization. After sterilization is complete, the product is sent to the distribution center. Records were reviewed from the distribution center and there was no documented issues related to damaged packages or shipping boxes were received for this product and lot. Based on our quality team's investigation, we cannot identify a root cause related to our manufacturing process. It is likely this incident occurred during the transportation of the product outside of our facility.

Event description:
It was reported that packaging of syringe is damaged thus affecting sterility with a bd syringe 1ml ls sp120. The following information was provided by the initial reporter: (1 of 2 complaints) apparently when our customer received the goods they noticed that some of the cartons were damaged. After checking all cartons the 5ml was ok to use but two packs of the 1ml syringe (2x120) on one of the cartons where damaged so that the plastic casing was torn around the syringe.